Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for pocket revision due to a hematoma. The hematoma was a result of the generator change procedure on (B)(6) 2021. A new atrial lead was placed and the physician determined the patient was in atrial fibrillation and the af waves were too small to be recognized by the psa and the patient's device. The device was then programmed to vvir. The physician determined there was no harm to the patient and should recover from the hematoma evacuation.